Event description:
Event: intervention to retrieve balloon and jacket guard. Case details: it was reported that the balloon catheter broke and that the balloon and jacket guard were retrieved with an unspecified intervention.